Event description:
Linear cutter used to anastomose the colon during surgery. Fired twice previously without problem. On 3rd fire, instrument jammed and would not fire. In turn the bowel had to be disposed of and anastomosis re-started at different portion of bowel.